Event description:
It was reported that the keypad button presses did not activate desired pump functions. The up arrow keypad button reportedly unresponsive when pressed. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: the keypad appears to be intact with no lifting or peeling observed, the down/ok/contrast keypad buttons intermittently responded to user inputs during testing, the up keypad button required excessive force to activate during testing, it was observed that the up/down key contacts were misaligned, the contrast key contact was inverted, the up/down/ok key contacts became inverted when pressed and did not always spring back, and there was evidence of adhesive/contamination under all key contacts.